Manufacturer narrative:
The pad device had only one event recorded on (B)(6) 2011 which means the user erased the memory on or before this date. A test pad-pak was inserted and the device did power on but would not power off again. The device was disassembled and it revealed the c161 capacitor and q55 were displaced on the printed circuit board. These components form part of the switch off circuit and would explain the reported fault. It is considered likely that pressure being applied to the device over time would have displaced the components. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.